Event description:
It was reported that during preventive maintenance for the arctic sun temperature management system and ran into a snag, after beginning the inspect fluid delivery line on page 7 of the service manual it failed the first test with -6.6. After verifying the failure, they went to test the next outlet line and was given zero pressure across all lines including the failed line. Per review of wo on 07jul2023, there was no patient involvement. Per follow up information received via email on 07jul2023, the client is sending their unit for repair and update the status once they receive the agreement and the p.o. Per sample evaluation results on 11aug2023, it was reported that the device gave zero pressure when testing the lines. 1/2 l shaped formed tubing, double bend tube, and chiller evaporator tube were found expanded during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the unit failed to measure -7 psi. Circulation pump was serviced during the pm. The device history record was reviewed, a reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preventive maintenance for the arctic sun temperature management system and ran into a snag, after beginning the inspect fluid delivery line on page 7 of the service manual it failed the first test with -6.6. After verifying the failure, they went to test the next outlet line and was given zero pressure across all lines including the failed line. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, the client is sending their unit for repair and update the status once they receive the agreement and the p.o.